Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: 03.632.036 (pd eval): drawings for the sleeve 03_632_001 rev. J, 03_632_001_1 rev. C were reviewed during the evaluation. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve was changed from radel plastic to anodized titanium. Off axis loading or over-threading the holding sleeve into the screw head may have caused the complaint condition. Technique used with the instrument was not reported however and so an exact root cause could not be determined. During the investigation, no product design or manufacturing issues were observed. No corrective action is warranted at this time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (rod bender) by the vendor. The rod bender does not hold a fixed position. Teleflex medical (presently (B)(6)) manufactured the rod bender with silicone handles, part number 03.632.017, lot number 6596158. There were three lots associated with this lot number. All lots conformed to specifications as noted in the certificate of conformance and were inspected and conformed to the synthes incoming inspection sheet. (B)(6) responded on (B)(6) 2015 and stated ¿review of the manufacturing history for this part number revealed no irregularities. The returned instruments were part of a (B)(4) piece lot and all (B)(4) pieces were processed at the same time following the same processes. It is believed that the instrument has been in use for almost four years without any complaints. The assembly process, including the loctite process, was reviewed and found to follow all specifications and procedures as required. The conclusion of this investigation is that the instrument was subjected to a torque greater than the loctite was able to withstand, resulting in the loss of the ball which holds the cam in a fixed position. Based on these determinations this reported failure us not associated with the manufacturing processes at (B)(6)¿¿ based on the evaluation and the unknown cause, this complaint condition is confirmed but is not considered manufacturing-related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The previous medwatch reported product development results for a different part. (B)(4): the associated drawings for the sleeve were reviewed during the evaluation. A design change was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve was changed from radel plastic to anodized titanium. Off axis loading or over-threading the holding sleeve into the screw head may have caused the complaint condition. Technique used with the instrument was not reported, however, so an exact root cause could not be determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a rod bender and holding sleeves erred during a procedure on (B)(6), 2015. The rod bender would not hold a fixed position, while the holding sleeves peeled off (missing threads). The surgery was extended by approximately thirty (30) minutes with a reported patient outcome of ¿good.¿ this report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Additional manufacture dates for this part include: june 30, 2011 and july 19, 2011. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: lot 6596158 (B)(4). There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.